Manufacturer narrative:
The insulin pump passed the displacement, basic occlusion and prime tests. However; the device was received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The motor position encoder error alarm could not be confirmed due to erased history file. The device also had a minor scratched display window, cracked case display window corner and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during rewind. The alarm history showed some motor error alarms and a motor position encoder error alarm. Blood glucose value is unknown. The insulin pump was replaced and returned for analysis.